Event description:
Same case as MDR ID: 2134265-2013-07586. It was reported that a guide wire detachment occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified left anterior descending (lad) artery. A 1.25mm rotalink plus with a 330cm rotawire were selected for use in the percutaneous transluminal coronary rotational atherectomy procedure. During platform testing, while still outside of the patient, the rotawire became detached. A new rotawire was placed; however, the rotalink was not able to load on the new rotawire. Subsequently, the rotalink was then exchanged with another of the same device and the procedure was completed. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
The complaint device was returned for analysis. An attempt was made to load a test guidewire onto the returned unit. Resistance was met in the annulus of the burr. It was observed that the burr annulus was found to be flared/misshapen. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip¿ and that "defeating the brake, or operating the rotablator advancer in dynaglide mode, without securing the guidewire may result in rotation and entanglement of the guidewire". ¿complications associated with the guidewire includes distortion, kinks, and fracture¿. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-07586. It was reported that a guide wire detachment occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified left anterior descending (lad) artery. A 1.25mm rotalink plus with a 330cm rotawire were selected for use in the percutaneous transluminal coronary rotational atherectomy procedure. During platform testing, while still outside of the patient, the rotawire became detached. A new rotawire was placed; however, the rotalink was not able to load on the new rotawire. Subsequently, the rotalink was then exchanged with another of the same device and the procedure was completed. There were no patient complications reported and the patient's condition is good.